Event description:
Brown stain on pad. The stain was the size of a thumb nail being brown and pink in color. Including the stained pad the remaining 6 pads were not used. No evidence of being opened prior to opening. Consumer went to md ten days later with complaint of vaginal discharge. Md thought the vaginal discharge may have resulted from the use of the sanitary pads from the 32 count package. Consumer went to an attorney with the stained sanitary pad. The attorney is sending the stained pad for analysis. Consumer contacted the store where purchased and reported the incident. The store had no other similar complaints. Consumer contacted proctor and gamble about the product. Consumer in another state had reported similar spots on pads. Proctor and gamble analysis identified by ir the stain/spot was not blood but dried surfactant from the mfg process.